Event description:
It was reported that during preparation of the multi-link 8 3.5 x 12 mm stent, it was noted that the stent had dislodged from the balloon. The device was not used on the patient. Another unspecified device was used successfully. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.